Event description:
The pt was implanted with a synchromed implantable infusion pump for treatment of non-malignant pain and failed back surgery syndrome in 1998. The pt had the device explanted in 2000 and the device was returned to the MFR. No further info on the status of the condition of the pt despite repeated attempts to contact the hcp.